Manufacturer narrative:
(B)(4). Date sent: 1/5/2024. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a device inside its opened packaging and the blister can be seen broken. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2024 d4: batch #a9dd3x investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned packaging. Visual analysis of the returned sample determined that the cdh29p device was not returned, only a blister along with the tyvek were received. Upon visual inspection of the packaging, the blister was returned broken and it was observed that a piece of blister was still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9dd3x, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: . Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? ¿ looks like just the plastic mold that holds the device. There was no other damage observed or brought to our attention. See attached photo. 2. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? ¿ not that we are aware of. 3. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? ¿ plastic mold that holds the device. 4. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? ¿ plastic mold containing a cut/split 5. Did the damage to the primary packaging compromise the sterility of the device? ¿ customer grabbed another device instead.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4 batch # unk. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? ¿ looks like just the plastic mold that holds the device. There was no other damage observed or brought to our attention. See attached photo. 2. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? ¿ not that we are aware of. 3. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? ¿ plastic mold that holds the device. 4. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? ¿ plastic mold containing a cut/split. 5. Did the damage to the primary packaging compromise the sterility of the device? ¿ customer grabbed another device instead. 6. Please provide a picture (if available) ¿ photo of plastic mold attached. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown colorectal procedure that it was found that the plastic housing of the device package is "cut apart". Another like device was used to continue with the procedure. There were no adverse consequences reported.